Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, the software started to upgrade but was not successfully completed. A reset of the subcutaneous implantable cardioverter defibrillator (s-ICD) with a magnet was necessary. Post reset, the software was fully installed on the device. The s-ICD remains in service and no adverse patient effects were reported.